Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 110, 82 and 82 mg/dl. The customer's expected fasting blood glucose test result range is 74 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 103 mg/dl and 118 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user misunderstanding of erratic result.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 110, 82 and 82 mg/dl. The customer's expected fasting blood glucose test result range is 74 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 103 mg/dl and 118 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).